Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, fluoroscopy showed externalized conductors on the rv lead. The lead was tested and no electrical anomalies were observed. The lead was capped. Patient monitoring will continue.